Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced an unspecified injury. Furthermore, it was reported that the plaintiff died. The cause of death was reported as malignant neoplasm of bronchus and lung.

Manufacturer narrative:
Lawyer-filed report.